Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, guided by technical support, took several corrective actions including disconnecting the tubing, tightening t:lock, and delivering boluses to resolve the occlusion. The customer was advised to replace the supplies and resume insulin.